Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of myocardial infarction and angina are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2008 three xience v stents were implanted, one in the distal right coronary artery (rca), one in the proximal rca and one in the first obtuse marginal artery. Approximately 41 months post implantation, the patient presented to the emergency department with chest pains [angina]. An electrocardiogram (ECG) was done finding no acute st changes consistent with no myocardial infarction (mi) occurrence. Cardiac enzymes were drawn revealing an elevation and the patient was diagnosed with a non st elevation mi (nstemi). An anti-platelet medication, clopidogrel, was given and a percutaneous coronary intervention (pci) was planned but the patient developed a drastic decrease in mental status. The patient was monitored at the hospital and the pci was postponed. The patients cardiac enzymes decreased and the patient's mental changes and angina resolved. The patient was discharged home on (B)(6) 2012. There was no additional information provided.